Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implantable cardioverter defibrillator (ICD) was implanted, the patient was admitted to the emergency room (ER) with pain, swelling, and discharge at the implant site. The patient was noted to have a surgical infection. The patient was administered antibiotics. The ICD remains in use. No further patient complications have been reported as a result of this event.